Event description:
It was reported that a patient underwent a pancreatoduodenectomy procedure on (B)(6) 2010. The needle broke in the middle of the body during knotted suturing at the bile duct during the first stitch. No fragment remained in the patient's body and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch bkm696 mfg date: 09/01/2009, exp date: 07/31/2014. Batch bjz745 mfg date: 08/01/2009, exp date: 07/31/2014. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.